Event description:
Adverse event(s): "no patient harm/impact." (No consequences or impact to patient). Product problem(s): "tubing occluded." (Occlusion within device); "issues with bubbles." (Air leak). A nurse reported tubing was occluded and there were also issues with bubbles. They changed the tubing and the problem disappeared. No patient impact was reported. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).